Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that a power on reset error message was seen when the patient was trying to recharge. Therapy had stopped due to the power on reset. The patient was out of town and the programmer was not available at the time of the call. It was reviewed that the patient should clear the power on reset with the patient programmer if it was an informational power on reset but that the patient should go to their health care professional (hcp) if it was a warning power on reset. The patient had pain and stiffness in their back. The patient stated that they had thought the pain and stiffness was due to the mattress and did not realize that stimulation was off. The return of the pain and stiffness was on (B)(6) 2016. The power on reset was seen on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.